Event description:
It was reported that the user has swelling in the implant region and a hole in the skin is visible. The nursing home which the user lives in has been advised to contact the clinic. The user was seen at the clinic on (B)(6) 2024. Reportedly, there was no need for follow-up care or any further action at this time. There was no inflammation.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffered from a swelling at the implant site and a small hole on the skin. Reportedly the issue was resolved. No further information is available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has swelling in the implant region and a hole in the skin is visible.